Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A caller reported a low readings issue with the adc device. The caller reported low sensor readings, and treated customer with juice. The caller reported customer displayed symptoms of "mood swings", trembling, and seizure, and a capillary meter result which showed "high [glucose] levels" was obtained. The customer was treated with insulin (dose/type unknown) per healthcare professional instruction.